Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Interrogation upon receipt indicated that the pump was delivering baclofen (2000mcg/ml at 701mcg/day). Analysis determined that there was high resistance across the battery.

Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received regarding a patient receiving baclofen (2,000mcg/ml) at an unknown dose via an implanted pump. The indication for use was noted as intractable spasticity and multiple sclerosis. On (B)(6) 2015 a company representative reported a suspected catheter issue or perhaps a pump issue. A company representative later reported that the pump was replaced due to the managing physician's request. It was noted that a catheter issue was not discussed. The catheter had been checked twice for patency, once pre-op the other during the operation, and it was determined by the neurosurgeon to be in good working order and would not need to be removed or modified. It was unknown if there were any symptoms related to the event. Further follow up was conducted to determine the type and lot number of the intrathecal baclofen, the patient's pertinent medical history, concomitant medications, if symptoms occurred, cause of the pump replacement, and if any troubleshooting was done as a result of the replacement.